Event description:
Device returned to MFR without documentation of reason for return. After repeated attempts to obtain information regarding this return it was reported that the "pump failed due to a low battery alarm."